Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unknown mentor breast prostheses on (B)(6) 2005, experienced bilateral pain, burn, and tingling sensation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral implant explantation without replacement on (B)(6) 2019. Mentor also became aware that the implants were losing volume and rippling very bad. Mentor also became aware that the suspect medical devices were the following: 400cc mentor memorygel breast implant catalog: 3544001 lot: 269367 and 400cc mentor memorygel breast implant catalog: 3544001 lot: 5549480. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, paresthesia, rupture. Manufacturer¿s reference number: (B)(4).